Event description:
It was reported from (B)(6) that the compact air drive device had a sticky trigger and moving parts of the device were not moving smoothly. It was further determined that the device failed pretest for check free movement of the soft mode switch and check for sticky trigger. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The compact air drive device was evaluated and the reported condition that the device was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a sticky trigger. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).